Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. For clarification, the harmonic ace instrument was found with a broken curved blade. Fa found the primary failure of a broken curved blade to be related to the customer reported complaint. A broken piece, approximately 0.65" x 0.10" was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is attributed to mishandling/misuse. No image or video clip for the reported event was submitted for review. A review of the instrument logs for the harmonic ace (part number 480275-08/lot number l90220424) associated with this event has been performed. Per the review, the harmonic ace instrument was last used in a procedure on 11- july-2022 on system sk371. The alleged instrument has 0 uses remaining after the last procedural use. This complaint is a reportable malfunction and adverse event due to the following conclusion: it was alleged that the harmonic ace instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the tip of the harmonic ace instrument broke while being used inside the patient. The broken tip fell inside the patient but was retrieved during the same procedure. The procedure was completed with no reports of patient injury. The da vinci 8 mm harmonic ace curved shears is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece.